Event description:
It was reported that during an unspecified surgical procedure, it was observed that the trigger on the battery handpiece device was sticky. The reporter also stated that the device stopped working in the middle of the surgical procedure. It was not reported if there were any delays in the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were duplicated and confirmed. It was determined that the trigger assembly was worn out. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.